Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure the left ventricular lead had no capture. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.